Event description:
It was reported that during a generator changeout procedure, this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 200 ohms. The physician noted the lead exhibited a break in the insulation, with exposed visible wires. Subsequently, this rv lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.